Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, therefore no parts were returned nor was a sample investigation performed. Additionally no data is available. The reported issue is confirmed based on the provided information. The 9040.1 error code is a collective code for multiple miscalculations. There are many sources of miscalculation errors. There is not currently a single root cause. This error code usually leads to the termination of treatment and the stop of the machine. After restarting the device treatment can be continued. Manual blood reinfusion should always be possible as described in the instructions for use (IFU). This error falls within the scope of product improvement. Software version 5.02/6.02 solves some sources of the 9040 error and has already been implemented. A review of the device history record (DHR) confirms the product was released without any discrepancies.

Event description:
It was reported to fresenius that blood loss occurred during a patient's continuous renal replacement therapy (crrt) on a multifiltratepro machine. The machine had been running for approximately 24 hours without issue when a high persistent sound was encountered. Treatment was stopped. The device was powered off. The patient's blood could not be returned manually. The patient's estimated blood loss (ebl) was approximately 200 ml. No serious injury or required medical intervention was reported. No samples are available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Event description:
It was reported to fresenius that blood loss occurred during a patient's continuous renal replacement therapy (crrt) on a multifiltratepro machine. The machine had been running for approximately 24 hours without issue when a high persistent sound was encountered. Treatment was stopped. The device was powered off. The patient's blood could not be returned manually. The patient's estimated blood loss (ebl) was approximately 200 ml. No serious injury or required medical intervention was reported. No samples are available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.